Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A log file was sent in for analysis. The log file showed a speed drop that lasted for three minutes. Power elevations were also observed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file data confirmed the occurrence of low speed events associated with elevations in pump power; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The account submitted system controller log file data to technical services for review on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020 with no specific issues reported. The submitted system controller log files cumulatively contained data from 14apr2020 ¿ 03may2020. From the beginning of the log file data through timestamp (B)(6) 2020 9:32 am, the system was connected to battery power and the pump appeared to be operating normally with pump power and estimated flow remaining overall stable in the ranges of about 4.2-5.5 watts and 3.5-6.0 lpm, respectively. Shortly after the system was connected to the power module on (B)(6) 2020, a sequence of multiple low speed events associated with speed reductions down to 2470 rpm (5730 rpm below the low speed limit) was captured beginning at 9:34 am. The low speed events correlated with significant elevations in pump power up to 25.5 watts and reductions in estimated flow values down to 0.0 lpm. Low speed hazard and low flow hazard alarms were active. In addition, during the low speed events at 9:35 am, yellow wrench advisories associated with backup battery fault and replace controller alarms were active in addition to active backup mcu failure flags. The low speed events continued through 9:37 am and resolved after the system was connected to battery power. The system appeared to be operating as intended with overall stable pump parameters and no further atypical events recorded for the remainder of the log file data. Based on previous complaint experience, the low speed events and associated elevations in pump power recorded in the submitted log file data appeared consistent with a potential driveline wire compromise. Moreover, the suspected driveline wire compromise and associated low speed events and significantly elevated powers appeared to cause a brief instance where the internal communication was compromised, resulting in the sequence of yellow wrench advisory (backup battery fault and replace controller) alarms and backup mcu failure events. These alarms resolved after several seconds and did not appear to be a controller-related issue. The suspected driveline wire damage could not be confirmed as the device remains in use. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on the device and no additional events have been reported at this time. Heartmate ii lvas IFU section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.